Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned.

Event description:
It was reported by the attorney for the patient that she received a stryker eius uni knee prosthesis on (B)(6) 2006. It is alleged that the tibial component loosened and required early revision.

Event description:
It was reported by the attorney for the patient that she received a stryker eius uni knee prosthesis on (B)(6) 2006. It is alleged that the tibial component loosened and required early revision.

Manufacturer narrative:
Based on the medical records provided and the medical review, there is no evidence or allegation that the simplex bone cement contributed to the reported loosening of the eius tibial component. Bone cement is a seating compound for implants. It is noted that the IFU for simplex p with tobramycin contraindicates use in primary orthopaedic musculoskeletal surgical procedures. Based on the provided information, the product reported in this investigation did not contribute to the event. Device history review indicates no reported discrepancies. Complaint history review indicates there has been one other event for the lot referenced. For this event, it was concluded that based on the medical review, there was no evidence of simplex cement contributing or causing the femoral hip stem revision surgery. Bone cement is a seating compound for implants.